Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2003. One days later, the device was revised and a new liner and stem were implanted. The surgeon was unable to use the liner removal instrument because the liner itself was crumbling and could not be captured in one piece.